Event description:
It was reported by the customer that gloves are snapping when they attempt to put them on, it is like they are old. It was stated there was no patient harm. No other information was provided. (B)(6) 2023 - twelve samples were returned for investigation. Nine of the returned samples were torn. This report addresses the eighth sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of torn gloves is confirmed but the exact cause could not be determined. Twelve glove samples were returned for evaluation. An initial visual observation showed that nine gloves were torn in pieces and three gloves returned were not torn. Nine of the returned gloves were purple gloves, two were light blue and one was a dark blue glove. A tactile evaluation of the gloves revealed nothing remarkable about the material. The complaint of torn gloves is confirmed; however, an exact cause cannot be determined. It cannot be determined which gloves came with the described kit. Possible causes of failure may include pulling too hard on the gloves, sharp instrument exposure, and unidentified environmental factors affecting material mechanical properties. H3 other text : evaluation findings are in section h.11.